Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report stating a n560 pulse oximetry unit display was missing segments. The customer indicated that there was no patient involvement in this event.

Manufacturer narrative:
Evaluation summary: the sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed that unit was missing display segments. The investigation could not determine the root cause of the event. No trend has been identified for this issue. If information is provided in the future, a supplemental report will be issued.